Event description:
A malfunction was reported on a pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing reset information, but the malfunction recurred after resetting. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.